Event description:
Same case as MFR #: 2134265-2013-00388 and 2134265-2013-00399. It was reported that during a percutaneous coronary intervention the motor drive failed to perform pullback. The 80% stenosed target lesion was located in the left anterior descending artery. The user save grid option did not display and the motor drive failed to perform pullback. The procedure was successfully completed using manual pullback. No patient complications were reported and the patient condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).